Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The post on the insert trials were slightly bent and would not fully seat during the trialing process. As a result the surgeon broke the blue revision post trial while trying to seat the insert trials properly.